Manufacturer narrative:
Conclusion: the analysis of the valve confirmed the reported observation. The returned valve was identified as a size 34 mm valve in stead of the labeled size 29 mm valve. The investigation found that the returned valve had previously been reworked under a non-conformance material record (ncmr). The rework was carried out to address a system failure where the system started generating duplicated serial numbers. The rework consisted of assigning a new serial number and removing the duplicated serial numbers. It is suspected that the wrong size valve (34 mm) was inadvertently tagged with a serial number that corresponds to a size 29 mm valve and subsequently packaged as such (i.e. Jar, box, labels). As a result of this event a formal investigation was initiated to perform detailed investigation of the issue regarding the incorrect serial number tag affixed to the device during the rework. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: a device history record (DHR) review was performed on the delivery catheter system (dcs) lot and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The delivery catheter system (dcs) was returned to medtronic for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after a misloaded valve. A break was observed in the nitinol frame of the capsule. There was no other evidence of damage observed on the dcs. Capsule separation typically occurs due to excessive compressive forces applied to the capsule. This excessive compressive force is experienced when the valve is loaded incorrectly. In this case the it is suspected that a 34 mm valve instead of the intended 29 mm valve was loaded into the dcs. The larger 34 mm valve is not compatible with the enveor-l dcs. Therefore, loading the larger valve onto the incompatibly dcs caused the capsule break observed in this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: enveor-l, serial/lot #: (B)(4), ubd: 22-apr-2020, UDI#: (B)(4). Product analysis on the valve: upon receipt at medtronic¿s quality laboratory, the valve was in its original container jar, submerged in clear solution. The valve was received inside an evolut r 29mm container jar. Serial number tag, (B)(4), was received loose with the returned valve inside the container jar. All leaflets were in the closed position with a gap between the free margins of leaflets 1 and 2. All leaflets were flexible and intact. All commissures were intact. The valve was placed in the center of the evolut r 29mm template and did not meet specification. The valve was placed in the center of the evolut r 34mm template and measurements met specification. Product analysis on the dcs: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) handle was intact. The deployment knob was able to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame at the proximal end of the capsule. The inner member shaft and spindle hub was intact with no evidence of damage. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The location of the capsule separation was jagged and uneven. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the patient was put under general anesthesia and a pre-implant balloon aortic valvuloplasty (bav) was performed. After the valve was loaded onto the delivery catheter system (dcs), it was noted that there was damage on the capsule. The valve was extracted from the dcs and it appeared that it was 34 mm valve instead of the intended 29 mm valve. A new 29 mm valve was utilized, which delayed the procedure. The patient remained under anesthesia and subsequently, the new valve was successfully implanted. No adverse patient effects were reported.